Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The handle was visually inspected for damages, and the insulation has peeled off of the handle. The insulation integrity was tested and failed near the distal end. The probable root causes could be handling during processing/cleaning, or normal wear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.